Manufacturer narrative:
The hba1c reagent lot number was 80515001 with an expiration date of 31-mar-2026. The field service engineer (fse) found that the gear pump pressure was running low, the sample probe had visible coating on and in the tip obstructing aspiration, and the cuvettes had a buildup of dried white flakes. He set the gear pump pressure to 320kpa, replaced the sample probe, and performed software adjustments to verify alignment. The fse then replaced the cuvettes and the photometer lamp, performed reagent probe adjustments, verified that the rinse volume dispense levels were correct for the system, and adjusted the cell rinse levels. He performed a cell blank measurement, a photometer check, and a hardware check by test performance with successful results. Precision studies, calibration, and qc were performed, and they were all within specifications. The fse verified that the instrument was operating within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant hemoglobin a1c gen.3 - hemolysate and whole blood application (hba1c) assay on a cobas 8000 cobas c 502 module. Initial result: 12.1 %. The physician questioned the initial result, prompting the repeat of the sample. Repeat result: 7.8 %. The repeat result was deemed to be correct.

Manufacturer narrative:
The calibration was last performed on (B)(6) 2025, and it was acceptable. The qc recovery was within the ranges. There was no indication of a performance issue with the reagent. The preanalytical data did not indicate any issues. The alarm trace had an abnormal aspiration error on the date of event. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.